Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Since part and lot numbers have not been received a device history record review could not be completed. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Since part and lot numbers are unknown, a complaint history search could not be performed and compatibility could not be verified. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that thigh pain was present in two hips that had femoral lysis.